Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges he woke up and pump was without power; no alarm or error messages were displayed. No adverse event reported. Requested return of the alleged device for evaluation; caller declined to return the pump.